Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, was stuck on the blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two machines became stuck on the cfnmadmin screen. A technical support specialist dialed into the station, logged into the cfnadmin interface, accessed the station configuration application, and enabled auto-login as cfnapp. These steps were performed on the affected stations, successfully resolving the issue. The customer was contacted and acknowledged that the problem had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.